Event description:
It was reported that while using the bd vacutainer® c&s transfer straw kit that there was needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter: sm 364953_3032561 transfer straw needle not attached to the device

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® c&s transfer straw kit that there was needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter: sm 364953_3032561 transfer straw needle not attached to the device.